Event description:
Pt was unable to inject insulin after dialing pen; pen needle was unable to puncture seal; tried several times. Pt tried w/o needle and burst seal. Dose or amount: 50 units. Frequency: bid. Route: sub-q. Is the product compounded?: no. Is the product over-the-counter?: no.